Event description:
Nurse reported: "secondary port on primary line unscrewed. New primary tubing was obtained and primed." Injury/adverse reaction: no. Medical intervention required: no. Active infusion stopped: delayed treatment. Process step where the problem occurred: during infusion. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During evaluation performed, the k zero needleless connector could be removed easily from the secondary port. Not traces of glue were observed around of the secondary port and the k zero needleless connector. The customer complaint is confirmed. The most probable root cause of the reported incident is related to the lack of uv glue application during the manufacturing process or lack of curing time, which resulted in the luer from secondary port becoming loose and lost/missing. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspection, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25b03126 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.